Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d and 439888 lead, implant: 2015 (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high sensing integrity counter (sic) numbers, high rate non-sustained episodes, oversensing of noise, high impedance, and undefined impedance. The patient experienced inappropriate therapy. An rv lead fracture was confirmed and the lead was capped and replaced. The left ventricular (lv) lead was noted to have high thresholds and remains in use. No further patient complications have been reported as a result of this event.